Event description:
Boston scientific received information that this left ventricular lead displayed high pacing impedances greater than 2000 ohms and loss of capture due to high thresholds. These observations started to occur 4 months ago when then patient reported feeling unwell. During the procedure to assess the lead, a lead fracture was noted and suspected as the root cause of the issue. The lead could not be fully removed and was therefore cut and capped. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.